Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level displayed as "high" with diabetic ketoacidosis (dka); cause was unknown. Reportedly, the issue caused vomiting. Customer was treated with intravenous fluids of saline, insulin, vitamin k and dka protocol to address the elevated bg. Customer was discharged on (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.